Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082636) on 28-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("developing severe abdominal cramps/ cramps") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride, gabapentin (neurontin), iron, montelukast sodium (singulair), omeprazole magnesium (prilosec), oxycodone hydrochloride (oxycontin), oxycodone hydrochloride;paracetamol (percocet), vitamin b complex and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability and medically significant), menorrhagia ("heavy and prolonged menstrual bleeding"), memory impairment ("memory problem"), alopecia ("hair loss"), fatigue ("chronic/ severe fatigue"), arthralgia ("joint pain/ problem"), rash ("widespread rashes"), pruritus ("itchiness"), allergy to metals ("I was very allergic to nickle"), onychoclasis ("brittle nails"), teeth brittle ("brittle teeth"), female sexual dysfunction ("profound problem with functioning"), loss of libido ("profound problem with sexual desire/ response"), cervix disorder ("completely destroyed my cervix") and uterine disorder ("uterine misshapen") and was found to have uterine leiomyoma ("large fibroids"). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, memory impairment, alopecia, fatigue, arthralgia, rash, pruritus, onychoclasis, teeth brittle, female sexual dysfunction, uterine leiomyoma, loss of libido, cervix disorder and uterine disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, cervix disorder, fatigue, female sexual dysfunction, loss of libido, memory impairment, menorrhagia, onychoclasis, pruritus, rash, teeth brittle, uterine disorder and uterine leiomyoma to be related to essure. The seriousness criterion ¿disability/permanent damage, hospitalization¿ was reported, but not specified or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082636) on 28-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("developing severe abdominal cramps/ cramps") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride, gabapentin (neurontin), iron, montelukast sodium (singulair), omeprazole magnesium (prilosec), oxycodone hydrochloride (oxycontin), oxycodone hydrochloride;paracetamol (percocet), vitamin b complex and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability and medically significant), menorrhagia ("heavy and prolonged menstrual bleeding"), memory impairment ("memory problem"), alopecia ("hair loss"), fatigue ("chronic/ severe fatigue"), arthralgia ("joint pain/ problem"), rash generalised ("widespread rashes"), pruritus ("itchiness"), allergy to metals ("I was very allergic to nickle"), onychoclasis ("brittle nails"), teeth brittle ("brittle teeth"), female sexual dysfunction ("profound problem with functioning"), loss of libido ("profound problem with sexual desire/ response"), cervix disorder ("completely destroyed my cervix") and uterine disorder ("uterine misshapen") and was found to have uterine leiomyoma ("large fibroids"). The patient was treated with surgery (paracervical(partial) hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, memory impairment, alopecia, fatigue, arthralgia, rash generalised, pruritus, onychoclasis, teeth brittle, female sexual dysfunction, uterine leiomyoma, loss of libido, cervix disorder and uterine disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, cervix disorder, fatigue, female sexual dysfunction, loss of libido, memory impairment, menorrhagia, onychoclasis, pruritus, rash generalised, teeth brittle, uterine disorder and uterine leiomyoma to be related to essure. The seriousness criterion ¿disability/permanent damage, hospitalization¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.